Manufacturer narrative:
E.1. Initial reporter facility: county of riverside ruhs riverside university health system a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis system had shut down unexpectedly. The field service engineer (fse) confirmed that the medication station was randomly shutting down. The station tested successfully in the hardware test application (hta); however, immediately after completing the hta diagnostics, the station shut itself down and rebooted. The fse replaced and tested the internal backup battery, which resolved the issue. Following the replacement, the medication station was fully operational. The rx technician verified proper operation, and no further issues were reported. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device shutdown happened unexpectedly three time when tried to pull medication. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.